Manufacturer narrative:
This report is being submitted as follow-up no. 1 to update section , and to provide the completed investigation results. Based on the results of our investigation, the root cause of the complaint is confirmed not to be related to our product or production process. The actual sample assessment from tc was also observed based on our investigation of the received actual sample. Further checking of the actual sample under 100x magnification showed traces of blood on the cannula body and cannula lumen. In addition, the actual sample was run at needle assembly machine 5 this is to challenge our tip inspection system. As a result, the tip inspection system was able to detect the defective sample and judged it as an ng product. It was confirmed that our tip inspection system can trap defective needles similar to the complaint. Also, traces of blood were confirmed on the actual sample which indicates that the needle was able to penetrate the skin.

Manufacturer narrative:
Expiration date: jan-2026. Implanted date: device was not implanted explanted date: device was not explanted initial reporter name: (B)(6). The actual device has been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete. Reference photos of the actual sample and unused same lot samples were received through email. Reference photos from tc showed the following: (ii) a needle assembly without blistered package; (ii) the length of the actual sample was compared with an unused good needle wherein the actual sample is shorter than the unused good needle; (iii) no cannula bevel was observed on the actual sample; (IV) the broken part is deformed which seems to be pressed/flattened causing it to have an oval shape appearance. The cannula bore is also deformed; (v) traces of liquid solution was observed on the cannula body and inside the protector; (vi) in addition, no anomalies were observed on the received same lot samples. Tc confirmed that the cannula length of the actual sample was approximately 4mm shorter compared to the received unused sample. The cause of the complaint could not be identified to be related to our product or production process. Our cannula is supplied with raw material that complies with iso 9626, particularly on stiffness and breakage. Moreover, the actual sample showed traces of liquid solution were observed on the cannula body and inside protector which indicates that the product was initially used. In addition, checking the lot history files and the retention samples did not result in any non-conformities that may contribute to the complaint. In addition, the supplied cannula was undergone 100% overall inspection. Defective samples found will be segregated and discarded accordingly. During the needle assembly process, we have an inspection system that can automatically reject if a damaged needle tip or no bevel was detected. We have a series of visual inspections during in-process and qc outgoing wherein samples were visually checked for any damage to the product. All samples passed. Terumo medical products (tmp) (importer) registration no. (B)(4), is submitting this report on behalf of terumo (philippines) corporation (manufacturer) registration no. (B)(4).

Event description:
The user facility reported that the user attached a neolus needle on the syringe tip and tried to use for blood collection in a hospital ward. Since the needle could not puncture the patient, the user checked the needle, then he/she found that the needle tip was damaged. The needle tip, which has normally a diagonally cut surface, was found to be flat. The needle tip was not able to be found inside the protector neither inside individual package. The event occurred pre-treatment. The patient was not injured during the event and medical or surgical intervention was not required to prevent injury.